Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and no pairing code was provided. No data log was provided therefore the allegation was undetermined. The probable cause could not be determined. The customer's complaint is undetermined because there were no log data to review. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. On 10/28/2024, the patient reported that they experienced inaccurate cgm values which occurred 9 days after the sensor had been inserted in the arm. On 10/28/2024, the cgm was reading 300 mg/dl and the blood glucose was not checked before the patient passed out at 1600. The spouse called 911. At 1630, the bg by emergency medical services (ems) was 37 mg/dl and the estimated glucose value (egv) was not documented. The patient was treated with intravenous (IV) glucose and recovered around 1700. The patient was groggy but fine at the time of the call. There was no documentation of further medical evaluation or intervention. The patient uses tandem tslim. No other details were documented. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.